Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 13-jun-2028, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 31-may-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that reduced pain relief and a return/loss of pain relief occurred in a patient, and an x-ray determined that the leads had migrated down two vertebral levels from the original implant position. It was reported that a device revision was performed/planned, during which an attempt to advance the leads back to the original position was unsuccessful, and both leads were replaced. It was reported that significant scar tissue was encountered during the revision, limiting advancement of the new leads to the bottom of t9 compared to the original position at the top of t8. It was reported that post-operative programming captured the low back where the pain was located, and it was unknown whether the lead replacement would help the patient¿s pain. The manufacturer representative (rep) indicated they would send any further information as they become aware.